Event description:
A customer reported multiple intermittent occlusion alarms affecting the insulin pump, which led to higher blood glucose readings but did not exceed critical levels. The customer managed alarm occurrences by resuming insulin delivery and administering small boluses. Due to ongoing occlusions after exhaustive troubleshooting, a replacement pump was arranged, ensuring no adverse impact on the customer's insulin therapy continuity. Reportedly the customer continued to use current pump for insulin delivery.